Event description:
I had lasik in (B)(6) 2013, with good results and no problems. Then in (B)(6) 2013 I had symptoms of a right retinal detachment, which was emergently repaired. This was my very dominant right eye. The right eye retinal repair failed (B)(6) 2014, 6 weeks post op, with detachment of the retina over the macula this time. Again, surgical repair was attempted, but it was never repaired and I have not had useable vision in that eye ever since. I had a 3rd surgery (B)(6) 2014, but again had zero resolution of my extremely poor and unusable vision in the right eye. I also had multiple tears in my left eye, which has required multiple laser repairs. I have continued to have macular edema in the right eye, which has required intraocular steroid injections, in an attempt to keep the retina as healthy as possible in case a cure is found. Ultimately, lasik destroyed my right eye vision and I lost my career and my ability to support my family. I discussed my existing retinal thinning with the optometrist and the ophthalmologist who cleared me for lasik surgery. Neither of them seemed to think that I was at risk and they both cleared me for lasik surgery. This has been devastating for me to lose my vision, lose my career as an emergency medicine physician, and my life with 2 young children. If I had known about this risk, I would have never done lasik, but this was not discussed with me.